Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. At the time of the call to dexcom technical support, the patient's husband did not report any medical intervention or injuries on behalf of the patient.